Manufacturer narrative:
Report source - (B)(6), lease coordinator. The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: the neptune failed and melted the circuit. This happened during set up and the technicians were standing there to assist as it happened. No patient harm reported.